Event description:
Reporter indicated that a dr came to her house and gave her an injection in her mouth with a bd needle. After injection, her mouth was swollen and difficult to open or swallow. Reporter indicated that she needed a large amount of narcotics for pain and that the dr stated, it was the needle that caused this.

Manufacturer narrative:
Repeated attempts were made to contact the reporter for further info without success.